Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that (B)(6) 2021, the patient underwent for a surgery. During the surgery, the va locking screw would not lock into plate hole. The procedure was completed successfully without surgical delay. Patient outcome was unknown. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves two(2) devices. This report is for (1) 2.7/3.5 va-lcp olecranon pl 4h/rt/116. This report is 1 of 2 for (B)(4).